Event description:
Originally reported to (B)(4), patient self-tester reports: unspecified lab system inr result 4.7. Protime system inr results between 2.6. Repeat unspecified lab system inr result 4.8. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Device is not being returned to manufacturer from end user. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed.